Event description:
During a trial lead procedure, the patient's dura was punctured. The trial was aborted and the patient was treated for headaches.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation. The patient is reportedly doing well. This is the final report.